Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer said the meter reads high blood glucose reading. Customer did not troubleshoot for high blood glucose. Customer was advised to contact their healthcare provider for advisement. Insulin pump will not be returning for analysis.